Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the display on the external pulse generator had pixels missing from the lower right side of the screen. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was able to confirm the customer comment that the display was out of specification. Analysis also found that the lower case and both bail covers were broken and ring is bent. (B)(4).

Event description:
It was reported that the display on the external pulse generator had pixels missing from the lower right side of the screen. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.